Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts recommended programming the device to secondary sensing vector, but before this was performed, the patient received a shock, so therapy delivery was turned off. The patient experienced psychological distress due to the inappropriate shocks. Further in clinic examination was recommended to review sensing data. This device remains in service. No additional adverse patient effects were reported. At later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts recommended programming the device to secondary sensing vector, but before this was performed, the patient received a shock, so therapy delivery was turned off. The patient experienced psychological distress due to the inappropriate shocks. Further in clinic examination was recommended to review sensing data. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts recommended programming the device to secondary sensing vector, but before this was performed, the patient received a shock, so therapy delivery was turned off. The patient experienced psychological distress due to the inappropriate shocks. Further in clinic examination was recommended to review sensing data. This device remains in service. No additional adverse patient effects were reported.